Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed the distal conductor of the lead was extrinsically over-rotated and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that the right atrial (ra) lead's helix would not retract. The ra lead was opened but not used and was replaced. No patient complications have been reported as a result of this event.